Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during an orif procedure, a hair was found inside the packaging of a peg.

Manufacturer narrative:
(B)(4). Visual inspection of packaging shows the packaging opened and the product still in the sealed sterile pouch, which remains conforming. Review of manufacture records found the product was manufactured to specification without deviation or anomaly. A hair was returned in a separate bag; without photographic evidence of the hair in the packaging, which was requested but not provided, the complaint cannot be confirmed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4).